Event description:
It was reported that the caller cannot establish device telemetry. There is no pacing with the magnet and no pacing when placing programming head over device. The patient has not been seen in over a year. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.